Event description:
The infusion pump was programmed to infuse 100 ml of solution. After one to two hours approx. 700 ml was infused. No additional specific clinical information was received. No patient injury resulted.